Event description:
In 2009, the lay-user/reporter contacted lifescan alleging that a one touch ultramini meter would not power on. The reporter did not know the pt's testing frequency or her medication regimen. However, she stated that the pt takes pills (unk types). The reporter indicated that the alleged issue started on the event day, at around 7:30 am. At that same, the pt administered self-care by taking a usual dose of januvia. An hour after the alleged issue began, the reporter claimed that the pt developed symptoms of dizziness and sweating. The reporter did not know what actions, if any, the pt took in response to developing the symptoms. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.